Event description:
Healthcare physician reported right side capsular contracture baker grade iii and exchange due to concern with product. Healthcare professional additionally reported "device half deflated". Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional reported "device half deflated" which was observed during explant surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare physician reported right side capsular contracture baker grade iii and exchange due to concern with product. Device has been explanted.